Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. The info provided to the comp rep did not indicate a specific device failure or the method used to achieve hemostasis. This constitutes all known info regarding this event.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.